Event description:
Patient was having elective knee replacement surgery. Metal shavings from large battery power saw chuck were observed in the open knee and resected tibia. The wound was copiously irrigated and the saw was removed from service.======================manufacturer response for mod trinkle reaming attachment, mod trinkle reaming attachment (per site reporter).======================no response yet.